Event description:
Gambro learned of a critically ill pt with multi organ failure in the ICU of a hospital in (B)(6), was undergoing crrt. Reportedly, a filter set was unloaded from the prismaflex control unit while still connected to the pt. Shortly afterwards, the pt went into shock and expired. Blood was observed in the solution bags. The nursing staff had been trained and previously operated the prismaflex system. Gambro has made several attempts to collect further info from the clinic but without success.

Manufacturer narrative:
Based on the info provided for this event, it is not possible to draw any conclusions about the event. It is assumed that a prismaflex control unit with sw version 3.20 was used in this event. Apparently, the filter set was unloaded from the device while it was still connected to the pt. This is contrary to the clear warnings in the operator's manual and we have no info to explant why this was done. When unloading a prixmaflex filter set from the prismaflex control unit there is a sequence of steps that must be followed and the nursing staff at the facility had been trained and previously operated the prismaflex system. The operator's manual states "disconnect the pt from the set, clamp all lines and unload the pump segments and pinch valve segments by pressing the unload softkey. In addition, before the set is unloaded, a warning appears on the device screen stating that all lines must be clamped before unloading set.